Manufacturer narrative:
(B)(4). The customer-reported 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in line). This event occurred during dwell four of peritoneal dialysis therapy. There were no issues found during troubleshooting which could have caused or contributed to the alarm. The technical service representative assisted the nurse in clearing the alarm and advised the nurse to restart therapy with new supplies. There was patient involvement, however, there was no adverse event reported. No additional information is available.